Event description:
The hcp reported that the onset/diagnosis of infection was 2005. The pt was experiencing fever, redness, swelling and pain. The pt did not have meningitis. The primary source of the infection was the device pocket. It is unk if a culture was taken. The pt was treated with intravenous and oral antibiotics and total device system explant. The infection resolved; no drug withdrawal was reported.